Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred toward the end of two hemodialysis treatments. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback as directed in the user's guide. The exact cause of the alarms cannot be determined. The alarms are unlikely related to the disposable cartridge as the system must pass a prime/alarms test prior to initiating treatment. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.